Manufacturer narrative:
Complaint is being investigated and additional information has been requested. Should such information become available, it will be included in a follow-up report.

Event description:
The physician claims that the graft was implanted for an aortic arch reconstruction. After anastomosis, the graft was declamped and blood began leaking from the junction of the perfusion port and the cannula. The procedure was completed with this device. The patient's condition was reported as good. The amount of blood loss, its duration, or method used to stop the bleeding are unknown at this time. Reportable malfunction.